Manufacturer narrative:
The affected device was sent to a service provider for evaluation on 04/30/2019.

Event description:
Zyno medical received a needless injection site leaking issue from a distributor representative on 04/23/2019. The distributor representative forwarded an email on (B)(6) 2019 from the user facility, which indicated that the user "had two tubing failures today of zyno tubing and that the drugs had to be wasted". It was also reported that "the leaks occured where the needleless injection port enters the IV tubing. She mentioned the set had a filter and was 105" long. She saved one of the tubing and medication sets, while the other was discarded due to having a lot of the patient's blood that leaked and backed up in the tubing". On (B)(6) 2019, the distributor reported more information obtained from the user facility: "after we had those 2 tubing failures we switched to tubing with different lot numbers. We now have approx. 7 boxes with the lot # that leaked. I tried to replicate it again with another set and was unable to. I will send you the tubing with the simponi aria bag attached. Let me know if you need anything else. I don't know if this was random or a problem with this lot. "The medication infused at the time of the event was rituxan. No secondary set was used at the time of the event. On 04/30/2019, the distributor emailed zyno medical that the affected device had been received. This report is about the affected device that is being returned from user facility to the distributor. The other device that was disposed is reported under MDR #3006575795-2019-00010. The contract manufacturer of the affected device is becton, dickinson and company.

Event description:
This is a follow up report for the initially submitted MDR (3006575795-2019-00009).

Manufacturer narrative:
On 05/09/2019, the distributor of zyno medical forwarded this evaluation results to zyno medical. The reported leaking issue at the needless injection site was confirmed. The affected device was evaluated by a service provider on 05/08/2019. During testing, leakage was found at the bottom of the needleless injection site.